Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to bacterial infection. Reportedly, the leads could not be extracted and will be referred to another facility. No additional adverse patient effects were reported. The ra lead was surgically abandoned.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, device codes field (f10) in section f, patient codes field (f10) in section f, device codes field (h6) in section h and patient codes field (h6) in section h.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited bacterial infection. Reportedly, the ICD was removed successfully but the leads could not be extracted. A revision was performed, and the ICD was explanted then the right ventricular (rv) lead and ra lead were surgically abandoned. No additional adverse patient effects were reported. The ra lead will not be returned.